Event description:
A male patient contacted lifecor customer support to report that he disconnected the electrode belt from the monitor, and now he cannot reconnect it. Support had him look at the connector and a few of the pins looked bent. Support reminded the patient to not disconnect the electrode belt. Support sent a patient services representative to the patient to replace the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.